Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-01514. It was reported the patient is without stimulation in his right leg. Reprogramming was attempted to no avail. Reportedly, a jolting sensation was felt when the patient stood up straight. Diagnostics revealed multiple lead contacts were invalid. The patient alleges stimulation turns on an off when pressing on the ipg. X-rays were ordered but no anomalies were found. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.